Event description:
A pt reported experiencing inaccurate low results with a ot profile meter. The pt's blood glucose was 81(meter) vs. 121(lab) mg/dl within 10 minutes, with a difference of 25%. Pt did not experience any adverse events. No info has been reported.